Event description:
It was reported that air bubbles were observed within the tubing. Customer¿s blood glucose level was 536 mg/dl. Customer addressed elevated bg by a correction bolus via the pump. Customer performed a supply change to address the issue.